Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the employees were not appearing and were unable to log in to the cabinet. A technical support specialist (tss) identified that the employees were not displayed because user department information was missing and the department had not been configured in mql. User was guided through creating the required department, after which the affected employees were assigned to it. Once completed, the employees began appearing correctly on the cabinet. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to log in to the cabinet, and employee profiles were not appearing. However, there were no delays or adverse events or injuries reported based on this event.